Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. The customer was treated with oral sugar by a third-party and went to the hospital. The customer and had contact with a health care professional who also provided oral sugar for treatment. There was no report of death or permanent impairment associated with this event. Sensor reading of 172 mg/dl was obtained a hcp meter result of 24 mg/dl. The results when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant.